Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found. Of note, there was an indication of apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported the patient presented with a fever and blood cultures revealed a (B)(6) infection in the blood stream. Additional testing identified vegetation on the ventricular lead. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.